Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15429. It was reported the patient experiences pain at the lead and ipg sites. X-rays were taken and no anomalies were identified. The patient experiences effective stimulation and her physician was unable to determine a cause for the pain. Surgical intervention was undertaken on (B)(6) 2014 and the patient's scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.